Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.010.410; lot: l341787; manufacturing site: bettlach; release to warehouse date: march 29, 2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The used material was stainless steel 1.4123 as required and the measured harness was with 594-608 hv10 within the specification of 580 0/+40 hv10. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection: investigation site: cq zuchwil; selected flow: 5. Broken . Visual inspection: the tip with the hexagon and a piece of the thread is broken off. The broken part was not returned. The impactor is in used condition. There are strong hammer marks on the striking head. The rest is otherwise still in good condition. Dimensional inspection: the inner diameter at the breaking point could be measured. Dimension: 3.40, +/- 0.05 mm . Caliper: 3-01-19788 . Measured dimension: 3.39 mm. Conclusion: the measuring result does show conformity. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the used material was stainless steel 1.4123 as required and the measured harness was with 594-608 hv10 within the specification of 580 0/+40 hv10. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that the impactor was not fully captured with the pfna blade and the breakage occurred due to the insufficient connection whilst inserting with the hammer. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Initial reporter telephone not available for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, as surgeon was making the last turn while implanting the proximal femoral nail antirotation (pfna) blade, the threaded portion of the impactor for pfna blade broke. As it was the last turn, there was no delay in surgery. No patient consequence was reported. This report is for one (1) impactor for pfna blade. This is report 1 of 1 for (B)(4).